Event description:
The catheter was inserted for two weeks when the incident was discovered. On (B) (6) the nurse said the catheter leaked. When the sample was received on july 28, 2008, it was determined that the catheter was broken.

Manufacturer narrative:
Additional information has been requested. Received one unit broken in two pieces on july 28, 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).